Manufacturer narrative:
After it was received, the ICD underwent a visual inspection and a status interrogation. The device status was eri, 8 charge processes were documented in the device memory. The charge drawn from the battery was checked and indicates an unexpected discharge of the battery. Next, the capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. To check the tachycardia therapy, a fibrillation signal was supplied, which was detected by the ICD as expected. The detection was followed by a charge process, and a shock was delivered. In particular, the specified shock energy was achieved. In the next analysis step, the ICD was opened, and the internal structure was examined. There were no visual abnormalities. During the examination of the electronic module, a defective capacitor was detected as cause for the increased current uptake. The manufacturing process of this device was reviewed. The manufacturing documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. A performed standard electrical final test documented proper device behavior at the time of shipping. It can therefore be assumed that the detected cause of the increased current uptake only occurred after delivery of the device. However, based on the analysis results, no statement regarding the origin of the damage can be made. In summary, an increased current uptake could be demonstrated, and its cause could be detected. The icds capability to provide therapy was not impaired at any time during the implantation period. In particular, the specified shock energy was ensured at all times.

Event description:
This information was originally reported on a fu report by mistake. Submitting the initial report now, as requested by FDA. Ous MDR - after an implantation time of about 13 months, premature battery depletion was reported to us. In addition, the programmer displayed a warning regarding an unexpectedly high power consumption. The ICD was therefore explanted and replaced. No deterioration of the patients state of health was reported.

Manufacturer narrative:
After it was received, the ICD underwent a visual inspection and a status interrogation. The device status was eri, 8 charge processes were documented in the device memory. The charge drawn from the battery was checked and indicates an unexpected discharge of the battery. Next, the capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. To check the tachycardia therapy, a fibrillation signal was supplied, which was detected by the ICD as expected. The detection was followed by a charge process, and a shock was delivered. In particular, the specified shock energy was achieved. In the next analysis step, the ICD was opened, and the internal structure was examined. There were no visual abnormalities. During the examination of the electronic module, a defective capacitor was detected as cause for the increased current uptake. The manufacturing process of this device was reviewed. The manufacturing documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. A performed standard electrical final test documented proper device behavior at the time of shipping. It can therefore be assumed that the detected cause of the increased current uptake only occurred after delivery of the device. However, based on the analysis results, no statement regarding the origin of the damage can be made. In summary, an increased current uptake could be demonstrated, and its cause could be detected. The ICD¿s capability to provide therapy was not impaired at any time during the implantation period. In particular, the specified shock energy was ensured at all times.

Event description:
Ous MDR - after an implantation time of about 13 months, premature battery depletion was reported to us. In addition, the programmer displayed a warning regarding an unexpectedly high power consumption. The ICD was therefore explanted and replaced. No deterioration of the patient's state of health was reported.